Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 28mmol/l. Customer was treated with manual injection. Customer stated the alarm occurred during bolus. After the troubleshooting was done, customer stated that he wants pump replaced, has lost confident with her device. The customer stated that he received alarms 4 times and has change set 3 times but still getting an error. The customer was advised that we are sending replacement pump.